Manufacturer narrative:
Results: restenosis requiring reintervention. Conclusions: restenosis requiring reintervention. (B)(4).

Event description:
During index procedure one amphiprion deep pta balloon catheter and one pacific xtreme pta balloon catheter were used for the treatment of the peroneal artery and two amphiprion deep pta balloon catheters were used for the treatment of the anterior tibial artery of the right leg. Approximately 3 months post index procedure the patient presented with worsening of peripheral artery disease in the right limb and pta was performed with an amphiprion deep pta balloon catheter. Investigator reported that the event was not related to the study device. The device was successful; however it was reported that during revascularization, a dissection occurred. Approximately 3.5 months post index procedure amputation of d1 right was required due to wound healing disorder. Investigator reported that the event was not related to the study device. Patient recovered. Revascularization with pta and stenting of the right anterior tibial artery was performed again approximately 12 months post index procedure due to stenosis. Investigator indicated that the event was not related to the study device.